Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the joint holders which the cca display is attached become loose. The screws loosen themselves consistently. No pt or user harm was reported.